Manufacturer narrative:
(B)(6) hospital.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not turn on, and was showing error code 1014 (unidentified error code). The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market, and the responder reported that the customer disposed of the device and was not returned to service. No further actions were reported to have been performed by philips. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.